Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired and/or the end of the fiber tip was damaged at 66,000 joules. The device was not returned for evaluation.